Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low glucose (glu) result of 42mg/dl generated by the unicel dxc 600 pro synchron clinical system that was reported outside of the laboratory. The sample was rerun after hardware troubleshooting and gave a result of 98mg/dl and the original result was amended. It is unknown if there was an affect to patient treatment with regard to this event.

Manufacturer narrative:
Qc was recovering low one day before the event. The customer continued to run samples and performed cartridge chemistry (cc) probe cleaning after working with bci hotline (on the day of the event) a field service engineer (fse) was dispatched and the cc sample probe and collar wash were replaced. Fse cleaned the cc probe vacuum valve to ensure even and correct spray pattern at the wash collar when probe is being cleaned. The root cause appeared to be cc side sample handling hardware.